Manufacturer narrative:
The reported events were lead dislodgement and high capture thresholds. As received, a complete lead was returned in one piece with the helix found retracted and clogged with blood/tissue. After cleaning, the helix can be extended and retracted by applying torque directly at the connector pin. The full helix extension length was measured within specification. The reported event of high capture thresholds was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies.

Event description:
Related manufacturer report number: 2017865-2024-00894 it was reported during in clinic follow up that the right ventricular lead exhibited high capture threshold. Imaging revealed that the atrial lead had dislodged. Both leads were explanted and successfully replaced. The patient was stable and asymptomatic.